Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01221.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using ruby coils and pod packing coils (pod pc). During the procedure, while attempting to advance a ruby coil into the target vessel using a lantern delivery microcatheter (lantern), the physician noticed the flow of blood was pulling the ruby coil back into the aorta; therefore, the ruby coil was removed. Next, the physician attempted to advance a pod pc, but the same issue occurred. Therefore, the pod pc was removed. There was no noticeable damage to either the ruby coil or pod pc. The procedure was then completed using new ruby coils, pod pc and the same lantern. There was no report of an adverse effect to the patient.